Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value. Customer blood glucose at the time of incident was 429 mg/dl and current blood glucose was 314 mg/dl. The customer also received no delivery alarm and insulin existed with the manual prime. The customer experienced symptoms such as nauseas and extreme headache. Customer sated that drive support cap was normal. The customer was treated with manual injection and did not allege insulin pump was under delivery of insulin. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.